Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a medical examiner with information indicating the patient was deceased and died after feeling dizzy and collapsed. The patient had complained of feeling dizzy and requested family retrieve oxygen. The patient is reported to have been feeling better after receiving oxygen but then slumped over and was taken to the emergency room. Resuscitation attempts were unsuccessful. The preliminary cause of death was provided as cardiac arrhythmia secondary to myocardial hypoxia related to mitral valve stenosis, cardiomegaly and coronary atherosclerosis, distally. The leads subsequently tested out of specification. The final autopsy report was received reporting no change in the cause of death, however, the report did note that device interrogation indicated failure to capture on the morning of the date of death. The patient is reported to have been paced sixty percent of the time.

Manufacturer narrative:
No lead dislodgement was noted at autopsy. The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction, out of specification analysis, is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2011. Information was subsequently received on (B)(4) 2011 and revealed a report of failure to capture related to a patient death. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found and revealed normal battery depletion. (B)(4) the full lead was returned, analyzed and the inner insulation had breached metal ion oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), all insulator and the outer insulation had cosmetic metal ion oxidation, the outer insulation was breached cut, had a white substance and cosmetic depression. (B)(4) the full lead was returned, analyzed and the inner insulation had a breached metal ion oxidation. It was noted that all conductors were distorted, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), all insulators and the inner insulator had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, was breached cut, had a white substance and cosmetic depression.